Event description:
It was reported that during a supply change the user left the cannula cover in place, which prevented proper insulin delivery through the infusion set and led to elevated blood glucose (bg) while using the ilet system; the user performed an immediate site change and sought confirmation of function. Symptoms included hyperglycemia peaking at 230 mg/dl. Outcomes included need for close monitoring and fingerstick confirmation without alerts, alarms, or hospitalization. Noted that bg returned into range. Investigation included customer interview, troubleshooting, and user education regarding correct infusion set deployment and verification of insulin drops prior to insertion. Investigation of this case revealed user error related to infusion set deployment leading to inadequate insulin delivery. It was concluded that the event was attributable to incorrect infusion set use rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.